Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the screen of the heartstart xl was "not displayed". There was no reported pt involvement.